Manufacturer narrative:
Qc has been within lab-established ranges. A field service engineer (fse) was dispatched on (B)(4) 2010 and performed a ise modification (mod) per procedure in instruction manual. The fse also performed decontamination on ise module. The fse also ran calibration, post verification, and post precision verification.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the customer observed that the first ise sample run, generated by the unicel dxc 600 pro synchron chemistry analyzer, after the instrument had been in idle for more than 45 minutes was falsely elevated for sodium (na), potassium (k), chloride (cl), and carbon dioxide (co2). The erroneous results were not reported out of the laboratory. The customer noted that if the instrument was primed prior to running the samples, then ise recovery was acceptable. Patient treatment was not affected in this event.